Event description:
Customer reported a pump malfunction, leading to their blood glucose level exceeding 500 mg/dl, although the specific value was displayed as "high." Customer had not yet treated for the high blood glucose and did not require assistance from a third party. Technical support decided to replace the pump, ensuring the replacement would have updated software. Customer was instructed on the steps to take upon receiving the replacement and how to handle the return of the faulty pump.